Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was treated with antibiotics and the infection has reportedly resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was diagnosed with an infection at the ipg site 3 weeks after surgery which resolved after the patient was given antibiotics. However, due to unexplained bruising alongside the patient's back and possible reaction to the ipg and/or lead materials, surgical intervention may be undertaken in the future to address the issue.